Manufacturer narrative:
An event regarding instability involving a triathlon insert component was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned but photographs were provided. Based on the photographs provided, nothing remarkable is noted regarding the explanted poly component. -medical records received and evaluation: clinician review of the case indicated: root cause of failure is related to this baseplate malposition with excessive posterior slope causing instability of the knee predominantly in flexion although rom was limited in this patient due to scar tissue formation requiring release during revision arthroplasty. Revision liner thickness was increased with 4-mm providing adequate stability as reported. Both excessive scar tissue formation and instability due to baseplate malposition are procedure related failure modes without evidence for either patient-related or device-related factors playing a role as also supported by the findings of the explant photographs. As such this pi case is not device-related. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar events reported for the lot. Conclusions: the event regarding the revision surgery due to instability was confirmed. Clinician review of this case concluded that the root cause of failure is related to this baseplate malposition with excessive posterior slope causing instability of the knee predominantly in flexion although rom was limited in this patient due to scar tissue formation requiring release during revision arthroplasty. Revision liner thickness was increased with 4-mm providing adequate stability as reported. Both excessive scar tissue formation and instability due to baseplate malposition are procedure related failure modes without evidence for either patient-related or device-related factors playing a role as also supported by the findings of the explant photographs. As such this pi case is not device-related.

Event description:
It was reported that arthroplasty was revised due to instability and pain. The components were implanted for half a year. The insert was revised.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that arthroplasty was revised due to instability and pain. The components were implanted for half a year. The insert was revised.